Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the tensioning instrument did not grasp the implant and slides. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the product was received with normal signs of wear, light scratches. There were no signs of damage. Function testing was performed according to the inspection sheet instructions which have showed that there is no difference between the examined part and a new part. A malfunction could not be found regarding improper tightening of zip-fix implant. A product development evaluation was completed: the handling test with three implants did not show any malfunction of the instrument. All three implants could be tensioned and cut with the instrument as per the design intent. No design or functional issues have been identified on the returned instrument. The device is fully functional as per its design intent. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.